Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was found to be missing upon removing the mcs instrument through the cannula. A search to look for the mcs tip cover accessory was initiated but unsuccessful. Therefore, a laparotomy was performed. The procedure was extended by four hours, and the mcs tip cover accessory was not found. The next day, a computed tomography (CT) scan was performed, which revealed that the tip cover accessory was located in the adipose tissue. The patient was reportedly in the intensive care unit (ICU). The plan was for the mcs tip cover accessory to be removed after anesthesiologists decide on the patient's condition. No further information is available at this time. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.